Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a surgical procedure, two burs broke resulting in a delay of forty five minutes. The procedure was completed successfully; no adverse consequences or medical intervention were reported. This report is for the first bur that broke.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned, photograph provided.

Event description:
It was reported that during a surgical procedure, two burs broke resulting in a delay of forty five minutes. The procedure was completed successfully; no adverse consequences or medical intervention were reported. This report is for the first bur that broke.